Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was no longer working for their back pain and that they were experiencing excruciating pain down to their calf. A CT scan revealed that the 'leads went bad' and that the ins shifted. The patient wanted to meet with their hcp and a manufacture representative to determine next steps regarding removal/replacement of the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they did not know the cause of the 'leads going bad and ins shifting.' The patient noted that they were still in pain and that they got 'electrocuted in their right calf.' No further complications were reported.